Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed; water tightness was lost due to wear of the zoom lever. Additional findings other than the foreign objects in the nozzle include the following: the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire; the connecting tube had a wrinkle; the connecting tube and objective lens had discoloration; the forceps channel port was shaved; the paint on the suction cylinder was peeled; switch 4 had wear; the universal cord had a wrinkle; the suction cylinder was shaved; the control unit had discoloration; water removal ability did not meet the standard value due to clogging of the nozzle; the bending section cover adhesive had a chip; and there was a lack of image on the monitor and the image had a partially dark area due to dirt on the objective lens. The following components had a scratch: connecting tube, plastic distal end cover, light guide lens, protector of the universal cord on the scope connector side, the scope connector cover unit, forceps elevator knob, up/down knob, right/left knob, switch box, scope cover; switch 3, universal cord; grip; control unit. A follow up with the customer was performed regarding reprocessing of the device. The customer cleaned, disinfected, and sterilized the device before sending back to olympus. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer there was an air/water leakage from the body control unit on the evis lucera elite gastrointestinal videoscope. The issue did not impact a patient or healthcare professional. No patient harm was reported. During inspection, there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.